Event description:
Physician was attempting to use in.pact av balloon for patient treatment. It was reported that during balloon inflation a burst occurred before reaching nominal pressure. He device was in a state where it could be removed as usual. There was also no scattering of debris into the blood vessels and was safely removed from the patient. A different size product within the hospital was used as a substitute to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.